Event description:
Customer reported that he has been receiving sensor error alerts. Customer stated that the sensors are only lasting 3 days. Customer stated the sensor appears to be fully inserted and flat again the skin. Alert occurred after initialization. Customer stated that there is no damage to the connection bridge or pins. Transmitter failed the test plug procedure. Blood glucose value is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Device received with interface signal value out of range (0.00na) due to contamination contact in pin number 1.